Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that contact could not be made with the patient¿s device. It was noted that they only had their ins for 3 years. It was noted that the patient no longer felt stimulation.